Manufacturer narrative:
To date, this programmer remains in analysis. This investigation will be updated should further information be provided or analysis completed.

Event description:
Boston scientific received information that this programmer smelled burnt at start-up. The programmer is to be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a damaged component on the input/output printed circuit board (pcb). The pcb was exchanged, and the programmer then passed all functional testing.